Event description:
The patient reported that they have had issues since implant, but it had gradually worsened over the years. The patient stated: "ever since I had the interstim put in years ago, this started. But it was not that bad." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3093-28, lot# j0337448v, implanted: (B)(6) 2003, product type lead. (B)(4).